Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was explanted due to infection and erosion around the pocket. The patient has a history of conductive tissue disease. No further complications were reported.